Manufacturer narrative:
The technician reconnected the wires to the power cord plug, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device's power cord had the ground wire cut, causing a loss of ground.